Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and migraine ("chronic migraines"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, migraine and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("chronic migraines") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for events pelvic pain, abdominal pain, bloating. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated and patient demographics added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). Added events bloating, patient did not performed essure confirmation test. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.